Manufacturer narrative:
(B)(4): evaluation results: myocardial infarction.

Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted abutting one in the proximal rca and one in the mid rca (MFR report # 2953200-2010-00973). At 30 days and 6 months follow-ups, pt was asymptomatic / free of symptoms. At 1 year and 1.5 years follow-ups, pt's cardiac status was stable angina. It was reported the pt was admitted with palpitations (svt) and chest pain approximately 22.5 months post index procedure. The pt was diagnosed with an acute non-stemi. The location of the infraction was non-determinable and therefore, it is unk if the target lesion was involved. At 2 year follow-up, pt's cardiac status was stable angina.